Manufacturer narrative:
Device eval: the device was disposed of by the hosp; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 10atms on the second inflation. The lesion being treated was located in the severely tortuous, heavily calcified and 99% stenotic proximal left anterior descending artery (lad). The device was removed from the pt intact. The procedure was successfully completed with another balloon. Pt status is listed as "good".